Manufacturer narrative:
Not returned to manufacturer.

Event description:
The procedure performed on (B)(6) 2014 was an anterior cervical discectomy and fusion (acdf) at c4-7. The surgeon was using the modular inserter handle and attached inserter tip to insert and position the implanted plate within the surgical cavity. The surgeon had inserted and positioned the plate as desired; however, while the inserter handle and attached tip was fully opened, the surgeon could not get the inserter detached from the plate. Eventually, the surgeon was able to get the inserter handle and tip detached from the plate. Once the inserter handle and attached tip were removed from the surgical cavity, the surgeon selected a plate from the implant caddy and attached it to the inserter handle with the appropriately sized tip to see if the issue could be replicated outside of the surgical cavity - the surgeon obtained the same result "implant could not be detached from the inserter handle and attached tip while fully opened." The surgeon had indicated that it appeared to be "bound-up." As a result, the surgeon had used the back-up inserter handle and inserter tip from the tray set to complete the surgery. The surgery was completed without any significant delays or any further issues. The patient did not sustain any injuries as a result of the inserter handle and tip not initially detaching from the plate.